Manufacturer narrative:
(B)(4). Investigation completed and product evaluated: the returned meter and test strips did meet all the testing performance specifications. The product system is functioning properly as intended. Most likely underlying root cause of malfunction:user's test strips had a poor storage (kitchen).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 59 mg/dl fasting. The customer's expected fasting blood glucose test result range is 108 - 119 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification,customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 12/21/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date/time not set correctly): (B)(6).

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 59 mg/dl fasting. The customer's expected fasting blood glucose test result range is 108 - 119 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification,customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 12/21/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date/time not set correctly): (B)(6). Memory concerns: 59mg/dl.